Event description:
The customer reported that the system would display a low ma warning error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative retrieved the tar and the debug files and performed a filament calibration. The system was tested and found to be working as intended and put back in service.